Event description:
It was reported that this was an arteriotomy closure of both the left and right common femoral artery with two proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide suture was successfully pre-placed in both the left and right common femoral artery. When pre-placing the second proglide suture, a suture break occurred on both sides. The suture of a new proglide device was successfully pre-placed on each side. The sheath was upsized to 18fr on the right, 16fr on the left and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.